Event description:
It was reported that during preparation for a coronary artery bare metal stenting treatment procedure, stent damage was noted. During unpacking of a 3.50 x 32 mm liberte bare metal stent delivery system, it was noticed that there was a "metal rash/projection" on the stent struts. The procedure was completed with another of the same device. There were no reported pt complications. The pt status is listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).